Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot #: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen at an unknown dose and concentration via an implantable pump. The indication for use was other spasticity. It was reported the patient had an ongoing history of a flipped pump, and previous surgical intervention was unable to address this. Repeated trouble interrogating the pump led to the first knowledge of a flipped pump, which was determined via imaging not long after initial implant. The event date was ¿(B)(6) 2017¿. The patient was readmitted (date unknown) for a pocket revision to secure the pump. Since the revision, the pump had flipped again and was being managed by the patient manually flipping the pump for refills and interrogations. More recently the patient had reduced therapy benefit despite increased intrathecal baclofen dosing. On (B)(6) 2018, a routine refill was performed; the actual reservoir volume (arv) was 14 ml, and the expected reservoir volume (erv) was 4 ml. On (B)(6) 2018, the hcp tried to perform a dye study via the catheter access port (cap) but was unsuccessful. The hcp tried to access the cap but was unsuccessful due to time constraints and the patient¿s adipose tissue. The hcp suspected a catheter kink or twisting from repeated flipping of the pump. It was further clarified that there was a suspected catheter occlusion/blockage from twisting of the catheter from the patient manually flipping the pump. The patient was taking oral baclofen to prevent withdrawal/underdose. The hcp was now seeking surgical intervention to revise the catheter. The hcp asked the surgeon to perform a revision and was waiting for a surgery date. The issue was not resolved. However, the patient's status was alive - no injury. There were no [additional] known environmental, external or patient factors reported that might have led or contributed to the event. Information regarding the patient¿s weight and medical history was unavailable. No further complications were reported.

Manufacturer narrative:
Other sources include: (B)(6). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from foreign sources (B)(6) noted the patient's medical history included hereditary spastic paraplegia (hsp). Further details about this event also provided that the problems first began starting one morning while the patient was doing some work around the house. This patient statement was included: "bending over in the garden doing the weeding I noticed when it was moving back and forth ¿ the pump itself would like pop out, it was almost like a foot.¿ this was described as the device had dislodged and come loose and was flipping end over end inside the patient. It was also noted that recently the patient was told the catheter was potentially kinked [noted previously] and failing to deliver medication.